Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was blood at the site. Customer reported that the sensor was expired. Customer reported that the site was not actively bled. Customer would like to continue troubleshooting site issue. Sensor was inserted away from restrictive clothing. Customer was not on medication that might cause bleeding. Customer was recommended to spoke with their healthcare professional's about alternate insertion sites and medication. Customer was advised to change sensor. Customer was advised to replace sensor as blood on sensor connector can possibly damage. Sensor will not be returned for analysis.